Manufacturer narrative:
(B)(4).

Event description:
Received info the pt's battery depleted quickly due to a short circuit in the pt's lead. The short circuit in the lead was near the brain. Pt had previously fallen on his face. A new device was implanted and shortly after implant, the pt again fell on his face. The device was not interrogated after the fall. Add'l info has been requested and if received a f/u report will be sent.